Event description:
Customer reported via phone, the insulin pump had black spots on the device. Customer blood glucose was 566 mg/dl, treated with manual injection. Customer stated the blackish/purplish film was inside of the device under the reservoir compartment. No cracks or chips noted on the device. Customer was advised to discontinue use of the device and revert to back up plan. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump had no black spot inside and no damage to the display glass. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.